Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver viewed the patient¿s continuous glucose monitor remotely and noted a blood glucose value of 263 mg/dl, and an agent conducted follow-up to ensure the value decreased, with no alarms reported and troubleshooting and education completed. Symptoms included hyperglycemia. Outcomes included no injury, no medical or surgical intervention, and no hospitalization. Investigation included a review of complaint history and user-reported information. Investigation of this case revealed no device malfunction and no identifiable device-related cause. It was concluded that the event was related to hyperglycemia with an unclear cause and that the device functioned as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.